Event description:
Pt scheduled for thrombectomy with possible revision of gortex graft of left forearm. While in the operating room, a valleylab cautery pencil was used on surgical incision. The surgeon noticed smoking of surgical drape and subsequent flame of drape. Flame immediately extinguished. Pt sustained second degree burn in the operating record - this recorded as 2cm x 2cm on left axillary region. A top drape and split drape were used. Unsure as to whether pack was used for case.